Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00113, and 3005099803-2011-00114 address these devices. It was reported to boston scientific corporation that two radial jaw 4 single use biopsy forceps large capacity were used during egd (esophagogastroduodenoscopy) and colonoscopy procedures performed on (B)(6) 2011. According to the complainant, during the esophageal portion of the procedure the first forceps was used to successfully obtain six biopsy samples from within the patient. However upon removing the device from the patient for the sixth time it was observed that there was a metal piece protruding where the head of the jaw meets the catheter of the device. The jaws were opened and closed without difficulty, and nothing fell off the device. The spike was in the correct position within the jaws of the device. The esophageal portion of the procedure was completed without complications. During the colonic portion of the procedure a second forceps device was used to successfully obtain seven biopsy samples from within the patient. However upon removing the device from the patient for the seventh time it was observed that there was a metal piece protruding where the head of the jaw meets the catheter of the device. The jaws were opened and closed without difficulty, and nothing fell off the device. The spike was in the correct position within the jaws of the device. There were no patient injuries, and the colonic portion of the procedure was completed without complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.